Event description:
Event description cpi received information that this bipolar steroid eluting lead (4285) had dislodged, and had to be repositioned. When they were repositioning the lead they noted tissue on the end of the lead and were unable to reposition. They removed this lead from service, and replaced it with another (4285) lead.